Event description:
A report was received that the patient was experiencing charging difficulty. A bsn engineer analyzed the patient's database and confirmed premature battery depletion. The physician replaced the patient's ipg.

Manufacturer narrative:
Update to d4 expiration date. The complaint of difficulty charging was confirmed by analyzing the ipg. Depletion rate with stimulation turned off is slightly higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible.

Event description:
A report was received that the patient was experiencing charging difficulty. A bsn engineer analyzed the patient's database and confirmed premature battery depletion. The physician replaced the patient's ipg.